Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history was reviewed and no non conformities were found that would led to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone has an additional number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip where the customer reported a pipeline leak. The place of use was in the medical institution. There was unknown patient involvement, but harm reported in the event.